Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pfs received-previously reported event injury nos was replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure embedded within the right fallopian tube and adjacent myometrium') and pelvic abscess ('pelvic abscess') in a female patient who had essure (batch no. 627307) inserted for female sterilisation. The patient's medical history included pelvic pain, endometrial ablation and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with drainage done. And surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and pelvic abscess outcome was unknown. The reporter considered embedded device and pelvic abscess to be related to essure. Lot number: 627307. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure embedded within the right fallopian tube and adjacent myometrium') and pelvic abscess ('pelvic abscess') in a female patient who had essure (batch no. 627307) inserted for female sterilisation. The patient's medical history included pelvic pain, endometrial ablation and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria medically significant and intervention required). The patient was treated with drainage done. And surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and pelvic abscess outcome was unknown. The reporter considered embedded device and pelvic abscess to be related to essure. Lot number: 627307. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: mr received. Reporter information, lot number added. Event medical device removal updated to event essure embedded within the right fallopian tube and adjacent myometrium. Event pelvic abscess added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.